Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No UDI required as this device was out of production prior to the september 24, 2014 UDI regulation date. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company acceptance criteria. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported a gas smell during the gas change of the laser system. The smell dissipated after the exchange was completed. The laser passed all test and they are continued with procedures. There was no adverse reaction for anyone involved.

Manufacturer narrative:
During an onsite visit the fse (field service engineer) was not able to confirm customer reported event. Fse found did not detect a gas smell from the system. As a preventive measure fse tightened all gas fittings, performed a gas change and there was no smell going from the system. Fse completed system verification, system is operating within specifications. Technical root cause could not be determined as the system is performing within specifications and as intended. The manufacturer internal reference number is: (B)(4).